Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was to be inserted via the femoral artery and 14fr introducer to support the 75 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock. The patient was known to have multivessel coronary artery disease, but no other medical history was shared. The team observed the 14fr introducer to be leaking blood from the sheath valve. The team inspected the introducer and observed there to be a "rupture" with the valve cracked. The team removed the 14fr, applied manual compression, and swapped out for a 16fr medikit introducer. When the 14fr was removed they observed the crack did not tear all the way to the tip of the introducer. The 16fr allowed for the cp support to be introduced and support was successful for 6 days and then weaned and explanted. The patient survived and needed no further intervention. No blood products were needed and no vessel damage had occurred. The impella introducer was exchanged for the non-abiomed introducer without any observed impact on the patient¿s hemodynamic status.